Manufacturer narrative:
The agent control board and carrier board were replaced to fix the reported issue. Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a procedure, the picture of requesting the bag ventilation was displayed during mechanical ventilation and mechanical ventilation was stopped. Message of malfunction of internal functions was also displayed. There was no reported patient injury.